Manufacturer narrative:
Device returned to manufacturer on (B)(6) 2019. Device evaluated by manufacturer. Device evaluation: the device was returned and evaluated by a cross functional engineering team on (B)(6) 2019. During visual inspection, a major kink with a breach in the device''s outer jacket was identified on the working length of the device, 22.5cm proximal to the device''s distal tip. At the area of the breach, the device''s outer jacket was melted and fibers were exposed. The team confirmed ½ of the fibers were dead at the distal tip and proximal coupler. Using simulated laser light, multiple broken fibers were identified at the kink. An additional minor kink was identified, 7.5cm proximal to the distal tip. At the minor kink, a broken fiber was identified under the outer jacket but the team confirmed there was no breach to the jacket. During use of the device, the device was kinked causing the fibers to break. Then while lasing, the laser energy created in the area where there were broken fibers melted a hole in the outer jacket, and exposed the fibers in that area. The team was unable to determine when and how the catheter had become kinked.

Manufacturer narrative:
The manufacturer has requested the return of the device for evaluation but has not yet received the device.

Event description:
During a lead extraction procedure with three leads targeted for extraction due to infection, it was reported that a spectranetics 16f glidelight laser sheath was reported to have cracked during use of the device. Another device was used to complete the procedure with no reported patient harm. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.